Event description:
Primary stability achieved; no osseointegration, swelling, inflammation, mobility; surgeon suspects bone resorption, infection and autoimmunity reaction; diabetes mellitus, patient smokes. Same patient as (B)(6).